Event description:
Physician reported that upper jaw pin of device broke free during arthroscopic knee procedure. Pin was retrieved and there was no harm to patient.

Manufacturer narrative:
Eval summary: the returned device was decontaminated and inspected. It was confirmed that one pin had broken free from the upper jaw. Review of video from the procedure showed that excessive torque was being applied to the upper jaw during the procedure. The upper jaw was damaged in a pattern consistent with the application of excessive torque and excessive axial compression. The IFU contains a warning that excessive pushing, twisting or levering may cause breakage. The lot history record was reviewed and no mfg related issues were identified that would affect device function during use.